Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that "all of a sudden" they had been unable to urinate for quite a few days. The patient said their treatment had involved urinating on their own for part of the day and self-cathing for the time they couldn't urinate. The patient wanted to change programs. The agent reviewed how to connect the handset and communicator to the implant. The patient was redirected to their healthcare provider to further address the issue.